Event description:
Reporter alleged blood glucose results of 340 mg/dl, 113 mg/dl, and 51 mg/dl when testing was performed back-to-back on the aviva system. The reporter stated the customer would not wake up and was treated with syrup. Emts were called and obtained a blood glucose of 31 mg/dl at about 12 minutes later. Emts treated with glucose pills and the customer's blood glucose rose to 121 mg/dl. It was noted that the aviva was not coded properly for the test strips being used. Product labeling instructs the user to check the code displayed on the meter against the code printed on the strip vial each time a test is performed. A request was made for the return of the suspect device and replacement product was sent.